Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) in the neonatal intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced. A review of event history log revealed ec 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the lower link switch was inoperable. Lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.